Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Per the facility, the patient, after being inserted and secured properly in the sling, slid out of the sling and fell to the floor. Issue believed to be with the sling. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.